Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on 12/01/2020 indicating that there was no patient involvement, all errors occurred during testing.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that cassette latch was closed, info alarm: latch closed and high alarm displayed: cassette not attached properly were recorded in history. During analysis, the reported "cassette not attached properly" problem was able to be duplicated. In manufacturing utility (mu) mode, the downstream and upstream sensors both reacted to pressure as expected however the downstream sensor output is unusually high (~650 mv). It was noted that the downstream sensor was out of calibration and recalibrating it fixed the issue. Service will replace the downstream sensor as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump alarms every time latch is closed. There were no reported adverse events.